Event description:
IV remodulin patient using cadd solis pump. Per prescriber (B)(6)- patient will be admitted to (B)(6), possible pump occlusion. Pump occlusion not further specified. Pump return tracking info not available. Photos not provided. Continuous infusion. Set flow rate and volume delivered unknown. Position of the pump when alarm occurred is unknown. No further information was provided. Did the reported product fault occur while in use with the patient? Unknown. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes. Upon patient return did we replace device? Not at this time. Did the patient have a backup device they were able to switch to? Unknown. If yes, was the patient able to successfully continue their infusion? Unknown. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Ongoing.